Manufacturer narrative:
The philips response center engineer (rce) evaluated the problem remotely and found that problem was caused by a third party installation. The customer reported the mx700 monitor fell of the wall. The customer verified that the installation of the wall channel was done incorrectly from a hospital provided third party contractor. Philips did not install the wall channel. A third party installation did exclude philips being responsible for installation of the affected products. This complaint has been evaluated and found to be due to incorrect installation by a third party vendor appointed by the hospital. As philips was not involved in the installation, and this is a customer responsibility, philips is not responsible for the inadequate installation.

Event description:
The customer reported the mx700 monitor fell of the wall with the wall and the channel attached and a nurse was hit in the head and shoulder area from the monitor with the vhm mount and wall channel still attached. Nurse was struck unconscious and required immediate medical attention. Patient was not harmed. The customer verified that the installation of the wall channel was done incorrectly from a hospital provided third party contractor. Philips did not install the wall channel. A nurse was hit in the head and shoulder area, she was struck unconscious and required immediate medical attention. Patient was not harmed. No further information is available.